Event description:
The dealer states that the joystick will not turn on...unplugs works for a while and does the same thing. Won't turn on, the dealer states that the issue is intermittent. The dealer has no additional information